Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status of the device showed 70 percent. Based on the available device data, an atrial lead failure was documented on (B)(6), 2020. The associated iegms confirmed the indication of potential lead issues of the atrial as well as the ventricular lead. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. After connecting sample leads the pacemaker started to pace immediately. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. There was no indication of a device malfunction. The clinical observation was not reproducible. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. However, the integrity of the leads cannot be assured. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Device explanted due to loss of capture. Should additional information become available, it will be added to this file.